Event description:
A (B)(6) old female patient's son contacted zoll customer support to report that the patient's monitor was not recognizing the electrode belt. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the device did not properly monitor an ECG signal detected from the belt. The cause for the inability to communicate with a belt is a lack of the -5v power from the monitor to the belt. The cause of the lack of power is defective component u612, an inverting charge pump. The root cause of the defective component was not positively identified, but was likely affected from excessive force placed on the belt, as the patient admitted to falling and ripping the belt. No adverse event resulted from the damaged monitor component. The patient received a replacement monitor.